Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with several different programmers. One programmer interrogation attempt was able to locate the device, however, showed no patient data. Several 60/60 resets were successfully completed with appropriate tone function heard from the device, however, a full programmer interrogation was still unable to be performed. Boston scientific technical services (ts) discussed that the presence of tones from the device indicates therapy remains available and discussed troubleshooting options. Ts also requested a copy of the data from the programmer that was able to partially locate the device. A copy of the programmer data was submitted to ts for analysis. Analysis of device memory is in progress. The patient was brought in and defibrillation threshold (dft) testing was performed. The device successfully converted the patient, however, several attempts to interrogate the device remained unsuccessful. The physician opted to continue monitoring at this time given therapy is available. Available information indicates this device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry issues were encountered in the laboratory setting. After several attempts to communicate with the device, it was confirmed that errors had been recorded while the device was implanted. Additionally, the patient log showed a pattern of writes and resets indicative of behavior consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device was explanted and replaced. No additional adverse patient effects were reported.